Event description:
It was reported that following a coil embolization for treatment of a dural arteriovenous fistula, an angio-seal sts plus was selected for use. A 6f medikit super sheath was used during the procedure. A pre-deployment angiogram found no anomalies at the left common femoral artery (lcfa) puncture site. During deployment, the suture knot did not advance smoothly, therefore, the physician pushed the tamper tube hard. The compaction marker was fully exposed. The angio-seal was deployed and manual compression was also applied to the puncture site for fifteen minutes to achieve hemostasis. An angio-roll was fixed with tape to the puncture site and the patient was kept on bedrest for three hours. After bedrest and when the patient ambulated, the puncture site became swollen and a large (30cm) hematoma developed over the thigh. Manual compression was applied for thirty minutes and hemostasis was achieved. The patient was discharged. Ten days later, the patient returned to the hospital with a swollen groin. An ultrasound confirmed a hematoma at the puncture site. Five days later, a graft replacement procedure was performed where the femoral artery was cut 3cm and replaced with a graft. The procedure was successful, but the patient will probably remain hospitalized during the year due to old age. An object was found outside the artery which the physician thinks could be the suture. Other angio-seal components including the anchor were not confirmed in the artery. The patient was given 2000 units of heparin during the procedure.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days states; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.